Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). The lot number is not currently available. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Investigation summary: the complaint device was received and inspected. The complaint was confirmed. It was observed that the device had numerous scratches, nicks and dents along the surface indicating that the device had been heavily used. The slider units that were provided with the complaint device were loaded onto the metal bar. When the slider units were pushed along the metal bar, they would not remain locked onto the bar. The threads are the contact points where the slider units meet the metal bar on the preparation board on the slider units themselves were heavily worn. Therefore, the root cause for the slider units not holding onto the preparation board are due to the threads of the slider units being worn. The device is reusable, and the lot number is not present on the device itself therefore indicating that the device must be at least 3 years old. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported via email by the sales rep that during an acl procedure that there were multiple issues with the customer's graft prep system. The doctor was able to complete the procedure with no patient consequences, but a delay of 15-20 minutes. The metal bar on the graft prep board (product code 219961) will no longer hold onto the slider unit that stretches out the graft to prep. The numbers on the graft cutting board (219968) are worn making it hard for the person prepping the graft to see the dimensions. The slider units (219962) are not holding the graft. The graft prep tray (215810) has cracks in it, and some slots are being held together by a piece of tape. There was a delay in the surgical procedure. There was a spare device available for use to complete the surgery. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.